Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, pericardial effusion was observed. A temporary drain was placed in the pericardium. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Data files were returned and analyzed. Data files showed that at least eleven applications were performed with the balloon catheter without any issues or system notices on the date of event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the mapping catheter was returned and analyzed. Visual inspection of catheter showed that there was a kink eight inches from the ECG connector. However, no ECG signal wires were broken inside the shaft. The catheter failed the test due to a kink on the shaft. The reported clinical issue of pericardial effusion was not confirmed through. If information is provided in the future, a supplemental report will be issued.